Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders replaced and they were not sized properly. The cylinders were not long enough and did not provide an ultimate erection. No patient complications were reported.